Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve covering the non-patient cannula fell off of one (1) device. No adverse impact was reported regarding the patient or user.